Event description:
There was a sensor error from the ablation catheter after placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter). Mfg [manufacturer] notified by site.